Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Scope has hard tension on segment stay coil, the shape of segment abnormal and very comprised, and while doing up angle we can sens the friction of wires. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the device repaired. If additional information becomes available, a supplemental report will be filed with the new information.